Event description:
It was reported that the patient was admitted with multiple short v-v intervals on the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. Analysis of the data revealed that there was oversensing of the lead. There were six ventricular nst (non-sustained tachycardia) less than or equal to 210 ms between (B)(6) 2012 19:22:49 and (B)(6) 2012 18:04:48. There were two vf (ventricular fibrillation) equal to 210 ms average v-cycle on (B)(6) 2012 23:31:24 and (B)(6) 2012 21:53:14, and the lead integrity alert had triggered as there was one patient alert for lead failure predictor on (B)(6) 2012 14:48:12. Distal conductor fractured, the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the outer insulation had bilumen tubing voids, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism; full lead in segments returned and analyzed.